Event description:
The user facility reported during the surgical procedure the vitrectomy cutter was not cutting well. They opened a new cutter and completed the surgery with no pt injury.

Manufacturer narrative:
One bl5223v pack label from lot v3964 was returned without the rest of the pack components. The cutters were not returned. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2. See 1920664-2015-00039.